Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ketones and hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was in the hospital due to increasing ketones. It was not confirmed if the pod was the cause. The patient has not contacted insulet to provided additional information. Device was discarded at the hospital.